Event description:
Clinic notes were received indicating that the patient had an "acceleration of his seizures", which was believed to have been a result of the physical stress of having a vagal nerve stimulator implanted. Diagnostics were tested and shown to be within normal limits. The device was not turned on until this visit. No further, relevant information was received to date.